Event description:
Hill-rom received a report from a hill-rom tech stating the intermediate siderail would not latch. The bed was located in storage. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The technician found the center arm assembly of the intermediate siderail was broken (appeared it had been run into a wall or doorway during movement of the bed). A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 and 2013. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the center arm assembly of the intermediate siderail to resolve the issue. Based on this info, no further action is required.